Manufacturer narrative:
Date of event: unknown. Investigation summary: three (3) photos were received for evaluation by the quality team. Upon visual inspection, the first (1st) shows the returned sample and the bag it was shipped back to bd in. The second (2nd) photo shows the top webbing of the blister pack and there appears to be a tear in the blister pack. The third (3rd) photo shows the top webbing of the blister pack and from this angle a tear in the blister pack is visible. A device history record review found no non-conformance's associated with this issue during production of this batch. Investigation conclusion: based upon the quality team's investigation, the root cause of this incident cannot be confirmed. The top webbing may have been torn by the packing machine although cannot be confirmed as this product has also seen additional handling that cannot be ruled out as a potential cause. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the needle filter blunt fill 18x1-1/2 experienced a breach in sterility. The following information was provided by the initial reporter: "the blister package was damaged".